Manufacturer narrative:
(B)(4). D10: medical product: milling handpiece: catalog# 00592704000, serial# (B)(6). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the milling burr component of the handpiece instrument was found to be bent and was unable to be removed from the milling handpiece after surgery. There were no issues with the device during the procedure and no patient impact was reported as a result of the malfunction.

Event description:
No further event information at time of this report.

Manufacturer narrative:
H6: proposed component code: mechanical (g04) - drill. Visual examination of the returned products identified the burr is seized in the handpiece and the two devices are unable to disassembled. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Complaint sample was evaluated and the reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.